Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "repeated improper shutdowns" was not reproduced. The device was tested with a known good battery and power cord and functioned as intended. . The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. A review of the event history log revealed "improper shutdown!¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had repeated improper shutdowns during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.